Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5072561). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shocking sensations in their chest occasionally and found their lead was cracked. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.